Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was in a range of 24-32b mg/dl the customer was treated with food and glucose tablets. Customer's blood glucose value was unknown at time of incident. Customer's current blood glucose value was 118 mg/dl. Customer stated pump had a crack in the battery reservoir. Customer declined troubleshoot for low blood level. The product was not returned for analysis.

Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime and excessive no delivery test. Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap coin slot.